Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports she is experiencing difficulty recharging her ipg and troubleshooting was unable to resolve the issue. Follow up information identified the patient underwent surgical intervention to remove and replace the ipg on (B)(6) 2016 and therapy was restored. In addition, the patient reported she could not recall when the ipg was last recharged.

Event description:
Follow up information identified the ipg was unable to communicate with the external devices.